Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Troubleshooting attempts were made. However, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with a new device during the same surgery.